Manufacturer narrative:
Eval: off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant ii stent graft system and another manufacturer¿s stent graft systems were implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as there was a 180 degree angulation, accordion in shape, 19 mm in diameter at the renal artery and 15 mm in length proximal aortic neck. It was reported that the endurant bifurcated stent graft was implanted in the severely angulated aortic neck with an insufficient landing zone resulting in a proximal type I endoleak. The physician elected to implant another manufacturer¿s aortic cuff however due to the patient¿s anatomy it could not be implanted in the planned position causing the type ia endoleak to persist. No further treatment was performed at this time. Per the physician the cause of the event is related to the patient anatomy. No additional clinical sequelae were reported and the physician will monitor the patient.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.